Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the very tortuous, calcified, and 90% stenosed distal left circumflex (lcx). During pre-dilatation of the lesion, the quantum maverick monorail balloon ruptured at 16 atms on the second inflation. The initial inflation was to 10 atms. The procedure was successfully completed with this device. There were no reported pt complications. Pt status listed as "good".